Manufacturer narrative:
(B)(4). The device was not returned for evaluation. The reported patient effect of intimal dissection is listed in the xience xpedition instructions for use as a known patient effect. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this event. A conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The xience xpedition 48 is currently not commercially available in the u.s. However, it is similar to a device sold in the us.

Event description:
It was reported that the procedure was performed to treat a de novo lesion in the left main to proximal left anterior descending coronary artery with no tortuosity and mild calcification. A 3.5 x 48 mm xience xpedition stent was successfully deployed; however, post deployment a distal edge dissection was noted. An additional 3.0 x15 mm xience xpedition stent was deployed to successfully treat the dissection. There was no adverse patient sequela and no reported clinically significant delay in the procedure. No additional information was provided.